Event description:
It was observed that during the device evaluation, the light source exhibited the scope detection slide and locking mechanism not functioning, which caused the front panel to blink constantly. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the illumination on the lamp had 400 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: e206 error occurred due to a failure of the focus function caused by the defective output connector and the front panel blinks constantly because the locking mechanism and the scope detection slide do not function. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.